Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's vps module. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the v-series monitor, which may have affected spo2 monitoring. No pt injury was reported.